Manufacturer narrative:
This event occurred in (B)(6). - (B)(4).

Event description:
The customer received questionable low free thyroxine (ft4) results for one patient sample from an analytical e module. The results were reported out and were questioned by the physician as they did not match the patient's clinical condition. The sample was submitted for investigation and was tested on a modular analyzer and a centaur analyzer. Of the data provided, the results for ft4 and free triiodothyronine (ft3) were discrepant. Refer to the attachment to the medwatch for all patient data. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay. Information concerning if the patient was adversely affected was requested but was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. From the information provided, a general reagent issue was not likely. Given the different setups of all assays, the antibodies used and the variances in reference methods, differences in values may occur when comparing thyroid assays from different vendors. The results of all thyroid parameters vary in function of age, gender and other population characteristics which need to be taken into account when analyzing the results.